Event description:
It was reported that the pt has expired approximately after implant duration of 0 days, due to ventricular rupture. It is unknown if the death was device related. It was additionally reported that a second device, model #6900ptfx, was explanted. Refer to MFR# 6000002-2008-08971. No further details were provided. Info learned from implant pt registry.

Manufacturer narrative:
Device not returned.